Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was experiencing dyspnea and dizziness. A rise in capture threshold was observed on the right ventricular lead. A lead revision was attempted but unsuccessful. The lead was explanted and replaced at that time.